Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but is not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, and/or device positioning. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. Based on the reported information, the reported inaccurate delivery appears to be related to case circumstances and there is no indication to suggest a product deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents for inaccurate delivery reported for this lot.

Event description:
It was reported via a trial that during a right internal carotid artery stenting procedure, the lesion was misjudged and the rx acculink stent was deployed just missing the proximal end of the lesion. An additional rx acculink stent was used to overlap the first stent to cover lesion. There was no adverse patient effect and the patient was discharged home the following day. Though requested, there was no additional information provided.